Event description:
During stereotactic biopsy, the physician had difficulty deploying the mammo marker. The physician encountered pressure and resistance when attempting to deploy the device. A second clip was deployed and broke off in the patient. The plastic introducer was left inside the patient at the biopsy site. Awaiting confirmation on what the surgeon is going to do about the plastic sheared tip. The sales rep reported that the physician "sheared off the plastic introducer." As noted above, the physician reported encountering pressure and resistance.